Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: during investigation of the returned pump, a ¿call service (cs) 69¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box and was observed in the black box on date of complaint (B)(6) 2015. A component failure was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service (cs) 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.